Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and pelvic adhesions ('laparoscopy with lysis of adhesions') in a 28-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude/something was not clear in my right tube". The patient's medical history included endometriosis. Previously administered products included for an unreported indication: depo-provera from (B)(6) to (B)(6) . On(B)(6)2010, the patient had essure inserted. On (B)(6)2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and vaginitis gardnerella ("infection:vaginitis gardnerella"), 5 years after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain (bilateral lower quadrants)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis/ reproductive system disorder or condition type of disorder or condition: endometriosis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems/ bladder or problems or changes"), urinary tract disorder ("urinary problem/ urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), back pain ("back pain") and cramp in lower abdomen ("cramps/abdominal pain lower qudrants") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral) and laparoscopy with lysis of adhesions). Essure was removed on 30-nov-2017. At the time of the report, the pelvic pain, abdominal pain lower, female sexual dysfunction, dyspareunia, endometriosis, nausea, fatigue, alopecia, weight increased, adenomyosis, back pain and cramp in lower abdomen had resolved and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, migraine, pelvic adhesions and vaginitis gardnerella outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, bacterial vaginosis, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vaginitis gardnerella, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: additional surgeries: 03aug2017 type of additional surgeries: other patient received treatment for events ¿abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problems, urinary problem, nausea, fatigue, hair loss, weight gain, adenomyosis, endometriosis, pelvic pain. It was reported that the left tubal ostia and deployed with 3-4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: something was not clear in my right tube.. Imaging procedure - on an unknown date: failure to occlude.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. New event 'infection: vaginitis gardnerella' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and pelvic adhesions ('laparoscopy with lysis of adhesions') in a 31-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude/something was not clear in my right tube". The patient's medical history included endometriosis. Previously administered products included for an unreported indication: depo-provera from 2001 to 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain (bilateral lower quadrants)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis/ reproductive system disorder or condition type of disorder or condition: endometriosis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems/ bladder or problems or changes"), urinary tract disorder ("urinary problem/ urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches"), back pain ("back pain") and cramp in lower abdomen ("cramps") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopy with lysis of adhesions and she had salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, female sexual dysfunction, dyspareunia, endometriosis, nausea, fatigue, alopecia, weight increased, adenomyosis, back pain and cramp in lower abdomen had resolved and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, migraine and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, bacterial vaginosis, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: additional surgeries: (B)(6) 2017 type of additional surgeries: other patient received treatment for events: abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problems, urinary problem, nausea, fatigue, hair loss, weight gain, adenomyosis, endometriosis, pelvic pain. It was reported that the left tubal ostia and deployed with 3-4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: something was not clear in my right tube.. Imaging procedure: on an unknown date: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and pelvic adhesions ('laparoscopy with lysis of adhesions') in a 31-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude/something was not clear in my right tube". The patient's medical history included endometriosis. Previously administered products included for an unreported indication: depo-provera from 2001 to 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (bilateral lower quadrants)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis/ reproductive system disorder or condition type of disorder or condition: endometriosis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems/ bladder or problems or changes"), urinary tract disorder ("urinary problem/ urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches"), back pain ("back pain") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopy with lysis of adhesions and she had salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, endometriosis, nausea, fatigue, alopecia, weight increased, adenomyosis, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage, bacterial vaginosis, migraine and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, bacterial vaginosis, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: additional surgeries: (B)(6) 2017 type of additional surgeries: other patient received treatment for events ¿abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problems, urinary problem, nausea, fatigue, hair loss, weight gain, adenomyosis, endometriosis, pelvic pain. It was reported that the left tubal ostia and deployed with 3-4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: something was not clear in my right tube.. Imaging procedure - on an unknown date: failure to occlude. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics and laboratory data, medical history, historical drugs were added. Added lot number. Added events abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, apareunia (inability to have sexual intercourse), migraines / headaches, laparoscopy with lysis of adhesions, failure to occlude (close), cramps and back pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), nausea ("nausea"), fatigue ("fatigue,"), alopecia ("hair loss") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, endometriosis, nausea, fatigue, alopecia, weight increased and adenomyosis had resolved and the menorrhagia, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: additional surgeries: (B)(6) 2017. Type of additional surgeries: other patient received treatment for events ¿abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problems, urinary problem, nausea, fatigue, hair loss, weight gain, adenomyosis, endometriosis, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: failure to occlude. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder problems, urinary problem, nausea, fatigue, hair loss, weight gain, adenomyosis, endometriosis were added. Patient information and lab data were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.